Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had an e315 incompatible scope error. The issue occurred during a diagnostic colonoscopy procedure. There was no delay, no reports of patient harm and the procedure was completed without issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additional information inadvertently left out: the customer was instructed to power off the cv-190/clv-190, and to push on both ends of the distal light source. The customer powered on and did not get an error and the customer reported that the issue was resolved. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that error code [e315] occurred due to connection failure of light guide cable and connection failure with scopes. However, the subject device was not returned, and the root cause could not be identified. Olympus will continue to monitor field performance for this device.